Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of transient ischemic attack, visual disturbances and restenosis are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent an uneventful xact stenting procedure in the left internal carotid artery (lica). On (B)(6) 2011 the patient experienced a transient ischemic attack and a carotid ultrasound was performed which showed a patent carotid stent but a distal one third 85% in-stent restenosis. On (B)(6) 2011, the patient was admitted to the hospital and underwent balloon angioplasty in the lica. The patient was discharged home one day after the procedure. On (B)(6) 2011, the patient again experienced a transient ischemic attack with right side amaurosis fugax. The episode lasted 20 minutes and resolved completely on its own with no treatment given. The patient has a history of transient ischemic attacks and amaurosis fugax. There was no reported adverse patient sequela. There was no additional information provided.